Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported and discovered symptoms. Evaluation found force required to secure the door with a loaded IV set is above expected levels due to a cracked threaded insert boss and a raised threaded insert causing separation between the front case and mechanism assembly. The front case was replaced.

Event description:
It was reported that a spectrum pump door would not latch. During baxter's functional testing, "door not fully latched" alarms were experienced. It was also reported that there was no patient injury.